Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received e3 - 000 - sales representative

Event description:
Information received from the field does not address the patient's clinical status but notes that the device was in back-up operation and could not be interrogated. An EKG showed that the demand and magnet rate were at 67 ppm. Previous measured data from november 2005 was 2.65 v, 14 ua, 5.1 kohms. Attempts to read the battery status were unsuccessful.